Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture and lv lead dislodgement were detected in hm. The old lead was inactivated. New lv lead was implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture and lv lead dislodgement were detected in hm. The old lead was inactivated. New lv lead was implanted.